Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to low blood glucose of 18mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The customer mentioned that he was on a bike ride across the nebraska. The programming and the settings appears to be correct. The customer stated that he has not been wearing the sensor for about a month. No further information was provided.